Event description:
Customer reported the panorama central station intermittently shuts down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and found that the uninterrupted power supply (ups) inside the system's battery caused the central station to intermittently shut down. The central station was manually reset by service rep and the customer was recommended to replace the ups's batteries.